Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint has been returned by the customer for evaluation. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
(B)(4). Retrospective review - reference repair log number (B)(4). Per repair authorization form: "stepping on the foot switch for on and off often failed to turn on."

Manufacturer narrative:
(B)(4). This concludes coopersurgical' s root cause investigation.coopersurgical, inc. Will continue to monitor the complaint condition for tending and safety.

Event description:
(B)(4). Per repair authorization form:"stepping on the foot switch for on and off often failed to turn on."